Event description:
A manufacturer representative (rep) via the patient reported an out of regulation (oor) error code and shocking at the implantable neurostimulator (ins) site on (B)(6) 2016. It was stated that the patient had a recent ins replacement and felt a shocking at the ins site afterward. The patient recently came in for reprogramming and after they left they saw the oor message on their patient programmer (pp). Impedances and x-rays were checked during reprogramming and found to be normal, and they could not recreate the sensation by palpating the ins site. It was discussed that oor messages have been seen from pp over use as well, and it was indicated that the patient has some psych issues and that could be the case. Additional information received from the patient's mother on 2016-jul-29 reported that patient got their new implant on (B)(6) and it has been shocking them since, all over their body, top to bottom. It was stated that the patient needs surgery due to the shocking issue. Indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.